Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction codes and lot number, retains analysis, and system risk analysis (sra): the DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer¿s experienced issue. Trending analysis for product malfunction code (pmc) 'suspect positive bi' was reviewed from 8/2014 to 2/2015 a significant trend was observed; a CAPA has been opened to address the issue. Lot trending for 'suspect positive bi' was trending not exceeded. Thirty-two retain bis from the lot involved were subject to functional evaluation, all of which met specifications when used per instructions for use (IFU). The sra indicates the risk associated with this event is low with exposure to biohazardous, pathogenic or infectious material as "limited." The cyclesure® 24 suspect positive bi was not returned and visual analysis. The reported event could not be confirmed. It is unlikely the suspected positive bi was caused by a performance issue as DHR review found no anomalies that would contribute to the positive bi result, and retains met functional specifications when processed/used per IFU. Sterrad® performance is also unlikely to have contributed to the event as the cycle passed and the customer stated subsequent bis were negative for growth. The issue will continue to be tracked and trended.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported a positive result with a cyclesure® 24 biological indicator (bi) after a completed sterrad® 100s cycle. The bi was incubated for unknown amount of time. It is unknown if the affected load was recalled or released for use. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of positive cyclesure® 24 biological indicators. (B)(4) are related complaints from the same facility. This is two of two 3500a reports being submitted for this product malfunction. Please reference manufacturer report numbers: 2084725-2016-00096 and 2084725-2016-00097.